Event description:
Acct reports leaking and/or separation at the female adapter. Acct has had 9-10 incidents. Reporter states no further info is available and she states that writer would not be able to speak with the hcp.